Event description:
On (B)(6) 2020, this patient underwent endovascular treatment with a double debranch bypass procedure of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control systems (ctag/ac). Final angiography revealed a type ii endoleak. The type ii endoleak was not treated. The patient tolerated the procedure. On unknown date, reduction of the aneurysm size was observed. On unknown date, distal migration of the ctag/ac that was implanted proximally and enlargement of the aneurysm due to the migration were observed. On (B)(6) 2021, a reintervention was performed. An additional ctag/ac was deployed to extend proximally just under the brachiocephalic artery, however it moved distally during touch-up ballooning. An additional ctag/ac was successfully implanted to extend proximally just under the brachiocephalic artery. The patient tolerated the procedure. Reportedly, the migration was caused by the stent graft moving into the distal arch aneurysm. The reintervention was required due to aneurysm enlargement due to the migration. It was not alleged that the type ii endoleak required the reintervention.